Manufacturer narrative:
B2 - date of death is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient had a mitraclip procedure in (B)(6) 2024. The physician reported that the patient had passed away. There were no adverse events due to the clip, such as the occurrence of detachment or perforation after the case. Cause of death was not yet confirmed.

Event description:
It was reported a patient had a mitraclip procedure in (B)(6) 2024. The physician reported that the patient had passed away. There were no adverse events due to the clip, such as the occurrence of detachment or perforation after the case. Cause of death was not yet confirmed. Subsequent to the initial report it was reported that the patient death on (B)(6) 2024 was not related to the mitraclip procedure or any of its components.

Manufacturer narrative:
H6 health effect - impact code 1802 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the unrelated patient death was due to progression of disease. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.